Event description:
It was reported that during an unknown procedure the device gave a message blade error detected. Another like device has been used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only year known, assumed 1st day of month that complaint was reported. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. In addition, the device was returned with the blade scratched and cracked. There was also evidence of staple marks in the blade. The device was functionally tested with a gen11 and an instrument error screen was displayed. A probable cause of an instrument error screen is blade damage. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.